Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had vibrate anomaly. The customer's blood glucose level was unknown. The customer reported that the insulin pump had hardware low level failures. The customer assisted with troubleshooting. The customer was able to clear the alarm and able to rewind the insulin pump. Customer reported that self test was passed. The customer reported that pump did not vibrate during self test during vibrate test portion of the self test. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the displacement test. Pump failed the selftest due to no vibration caused by moisture damage on the harness assembly vibrator. No unexpected software error detected alarms noted during testing however, the formatted history file confirmed software error detected alarm problem isolated to electronic assembly. No hardware low level failures noted during testing and was not found in the formatted history file. Hardware low level failures not confirmed.